Manufacturer narrative:
The actual devices were not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was reviewed and showed expiration and production dates of the product are different from the information on its box. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were found to be expired. This was observed during use of the devices for peritoneal dialysis therapy, when receiving the order. The pouches had a different expiration date than the box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.